Manufacturer narrative:
This supplemental report is being submitted to correct the section report type and outcomes attributed to adverse event sections as mw5089945 states there was adverse event and patient required hospitalization. Please the updates in sections: b1, b2, g4, g7, h1, h2 and h10.

Manufacturer narrative:
The scope was not returned to the service center for evaluation as the user facility reported it will be discard. The scope has been sent to third party for repair twice. The instrument history was reviewed and showed that the scope was purchased october 16, 2018 and was never returned for service/repair. An ongoing investigation is being conducted to obtain additional information regarding the reported event.

Event description:
The service center was informed that during an unspecified procedure, while breaking up stones the scope broke and had to be cut to remove it from the patient. There was no patient injury reported.